Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient with diabetes reported experiencing a line blockage alarm during therapy that could not be resolved, along with elevated glucose levels. Troubleshooting steps were performed, including inspection of the tubing and attempts to reconnect it. Upon replacing the cannula, a bend was observed in the removed cannula. A new infusion site was then placed on the abdomen, and insulin delivery resumed via manual bolus. The event involved the patient but resulted in no harm.